Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.

Event description:
Information received by our (B)(4) affiliate on 10/30/2010. A patient reported purchasing 1-day acuvue trueye contact lenses (narafilcon a) in (B)(6) 2010. Narafilcon a lenses are not marketed in the us. The patient reportedly developed eye redness beginning in early (B)(6) 2010 and visited an eye care professional (ecp) around (B)(6) 2010. The diagnosis was "slight scleritis" od. The patient was told the symptoms would resolve in 2 to 3 weeks, but the pain did not resolve. In (B)(6) 2010, the patient visited an ecp and was told he/she developed an allergic reaction. The patient had pain at the 2 o'clock position od. The patient said he/she was told by an ecp that the patient's symptom developed ou and symptom od was intense. The patient was continuing to apply eye drops. The ecp was contacted on (B)(6) 2010. The ecp stated the patient was seen around (B)(6) 2010 and was diagnosed with scleritis od. The patient was prescribed flumetholon eye drops. The patient was instructed to d/c contact lens wear. The patient was not instructed to return for follow-up. The ecp was asked about causality between scleritis and cl, the ecp had "never heard that cl caused scleritis before." The patient returned to the clinic around the end of october and the patient was diagnosed with ocular allergy ou. The patient was prescribed "antiallergic eye drops' and was instructed to d/c cl wear. The patient was not instructed to return for a follow-up visit. The ecp noted that the patient "has an allergic tendency." No additional information will be provided by the patient. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated that this lot was manufactured under normal conditions. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the manufacturing line which produced this lot. At the time of product release, all documentation showed that this lot met all release criteria. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.